Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate low readings as compared to her feelings/normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012 at 8:00am, she developed symptoms of "cramps" and three and half hours later, tested on the subject meter and obtained the alleged low reading of "101mg/dl." The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. By noon on the same day, the patient claimed to have gone to the emergency room (ER) where he was tested on the hospital's meter (unknown device) and obtained a reading of "320mg/dl" and shortly after, was administered with IV fluids and 5units of novolog. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient was using an off brand control solution. Replacement products were sent to the patient. Although the patient developed symptoms prior to the start of the reported issue and the symptoms developed was not suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.